Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not being on bus after reboot. A field service engineer inspected the station, powered it down, and reconnected the connections to address the problem. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not on bus. The customer reported that the pharmacy supplied the medication, resulting in a delay of under 8 hours. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-nov-2022 to 19- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not on the bus after reboot. A field service engineer inspected the station, powered it down, and reseated all connections to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not on bus. The customer reported that the pharmacy supplied the medication, resulting in a delay of under 8 hours. There were no adverse events or injuries reported based on this event.